Manufacturer narrative:
Updated sections: a4, b5, b6, b7, d4 expiration date and UDI, h4, h6 health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the root cause was determined to be due to use error by damaging the leaflet during implantation. There is no evidence to suggest a manufacturing non-conformance or design issue.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for approximately 6 months, was evaluated for a valve-in-valve procedure due to moderate stenosis and mod-severe regurgitation implant with one leaflet not opening well. Through further investigation it was learned early surgical valve failure was due to implant technique - leaflet was lacerated possibly by instrument. This was found on post-op tee. Viv has been scheduled for (B)(6) 2022. Per medical records received, the patient was admitted for acute chf exacerbation nyha IV approximately 3 months post mvr. Tte revealed bioprosthetic mitral valve failure and moderate-severe tr. The patient was medically treated and discharged on hospital day #4. Six-month outpatient tte/tee showed moderate stenosis and moderate-severe mr with one leaflet not opening well, and moderate-severe tricuspid regurgitation. The patient was highly symptomatic, and it was noted the mitral valve maybe defective leading to early failure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 7 months, is being evaluated for a valve-in-valve procedure due to moderate stenosis and regurgitation. The planned date for procedure has been delayed. According to the physician valve was possibly defective due to early failure.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 10 months, underwent a valve-in-valve procedure due to moderate stenosis and mod-severe regurgitation implant with one leaflet not opening well. The procedure was performed with a 26mm 9750tfx transcatheter valve. Patient post procedure in recovery. Through further investigation it was learned early surgical valve failure was due to implant technique - leaflet was lacerated possibly by instrument. This was found on post-op tee.

Manufacturer narrative:
Manufacturer narrative: updated sections: b3, b5, and h6 health effect - impact code. H11 corrected data: section h6 investigation conclusions. Through further investigation it was determined that the root cause is due to implant technique - leaflet was lacerated possibly by instrument during implantation. There is no evidence to suggest a manufacturing non-conformance or design issue.

Event description:
It was reported that a patient with a (B)(4) mitral valve implanted for 7 months, is being evaluated for a valve-in-valve procedure due to moderate stenosis and regurgitation. The planned date for procedure has been delayed. According to the physician valve was possibly defective due to early failure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.